Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was due to it not holding a charge and was no longer working.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.